Manufacturer narrative:
Concomitant products: dtpb2d4 crt-d implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of a pocket issue and approximately a week and a half later presented to the emergency room with an eroded device and was septic. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pseudomonas bacteremia pocket infection. Antibiotic treatment was administered. No further patient complications have been reported as a result of this event.